Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), which had previously reached end of service (eos) and was programmed to all therapies and alerts off, was alerting for charge timeout. The device remains in the patient with all therapies programmed off. No patient complications have been reported as a result of this event.